Manufacturer narrative:
Taper ii. Allergan has received the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. Pouch dilation, reflux and heartburn are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported pt seen for heartburn and reflux++. Barium swallow - large pouch seen - for band replacement. The 10cm band was exchanged for an apl.